Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instruction for use (IFU) states that the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile.

Event description:
It was reported that an angio-seal was deployed in the common femoral artery, post 4 vessel cerebral angiogram. Heparin was not given during the procedure. Three days later, the pt underwent cerebral surgery. Two weeks later, the pt became hypotensive and the groin looked red and inflamed. A scan revealed a small hematoma. Surgery was performed and a pseudoaneurysm was present. The cavity was heavily infected. It was then evacuated and drained.